Event description:
Report received from (B)(6) stating that the device experienced "heat". The device was being used during neuro surgery. No injuries were reported. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).